Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to the patient's non-compliance with driveline exit site management, medical treatment, progression of disease and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient had a driveline exit site infection. Wound cultures were not drawn. The infection was diagnosed by visual assessment. The patient was treated with oral antibiotic doxycycline on an outpatient basis. The patient was not hospitalized for the event. The site stated that the patient was non-compliant and would come to clinic with no dressing. Due to non-compliance, the site reported "patient not secure and possible pulling on driveline". No further information has been provided.